Event description:
The device was used during an unspecified procedure on the stomach. Reportedly, the blade did not cut properly causing tissue trauma. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.